Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's mother reported that the down arrow keypad button had to be pressed multiple times for a response. The reporter denied any visible damage to the keypad prior to the start of the alleged issue. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4): the keypad was observed to have a hole in it around the down arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The down arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.